Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient star with erythema, redness and heat in the area, after that she presented erosion of her skin with exposure of the lead. The outcome was ongoing. The event resulted in an intervention of the extension/lead.

Manufacturer narrative:
D10: section d: information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead, product ID: b3400060m, serial#: (B)(6), implanted: (B)(6) 2023, product type: extension, product ID: b3400060, serial#: (B)(6), implanted: (B)(6) 2023, product type: extension, product ID: b3300542m, serial#: (B)(6), implanted: (B)(6) 2023, product type, lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.